Event description:
Obese female pt had jugular celect filter placed on (B)(6) 2009 before bariatric bypass surgery. The surgery was completed soon after. Retrieval of the filter was attempted on (B)(6) 2009. At that time, pt weighed (B)(6). First angio on (B)(6) showed filter still where it had been originally deployed, with the top of the filter in place right at the asymmetrical renals (not below the lowest one). It had 4-5 degree of tilt at most but the vena cavogram showed 2-3 legs sticking way out of the vena cava through the wall. The interventional radiologist was unable to snare the filter, and he stated he felt the filter legs were too far off the cava to do any fussing with alternative methods to get it out. Also had trouble with the retrieval sheath falling into a renal instead of landing close to hook. Decision was made to leave the filter in as permanent filter. The pt is fine.

Manufacturer narrative:
Still under investigation.